Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulation was off 2 to 3 weeks ago. The cause was unknown. Two non-charging devices were implanted. Perhaps the orange button was attached, so it was possible that the patient programmer was used. It was not possible to confirm what kind of screen was displayed, and it was explained that there is a possibility that either the remote control battery or the stimulator battery is low. Reportedly, the attending physician had mentioned two to three weeks ago that the battery level was not an issue. If eri is displayed, it was advised to consult a physician. The issue was not resolved at the time of this report. Additional information was received from the rep. The cause of stimulation turning off was unknown. No actions/interventions were t aken.